Event description:
Called pt for her order, per the pt's mom, when the cadd legacy pump sn (B)(4) pump is first turned on, it beeps and reads "see manual". When they press the next button, it is fine and works as normal. Md does not want them to keep the pump. He wants it swapped out. No harm to the pt. New pump being sent out. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Pump working, md just wants a new cadd without message at beginning of start. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.